Manufacturer narrative:
UDI: (B)(4). Investigation summary: the complaint device is not being returned, it was discarded by the customer, therefore unavailable for a physical evaluation. Being off axis during insertion is a possible root cause of the reported problem. However without the return of the complaint device, and no further information provided we cannot determine a definitive root cause. A manufacturing record evaluation was performed for the finished device lot number (6l44956), and no non-conformances related to the reported complaint condition were identified. At this point in time, no corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. Device history lot: a manufacturing record evaluation was performed for the finished device lot number (6l44956), and no non-conformances related to the reported complaint condition were identified.

Event description:
It was reported by the sales rep that during a rotator cuff repair surgery, it was observed that two 5.5 healix advance br anchor with orthocord broke during insertion. Another like device was used to complete procedure and the broken anchor was successfully removed. No surgical delay or patient consequences reported. No additional information was provided.